Event description:
Information was received that surgical intervention took place during which ipg was explanted and replaced. Therapy was restored.

Event description:
It was reported the patient failed to recharge ipg and the ipg is inoperable. As a result, surgery may take place to address the issue.